Manufacturer narrative:
Block e1: the reported health care facility is (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: a resolution clip was received for analysis. Visual inspection of the returned device revealed the clip assembly was detached and with evidence of full deployment. In addition, the device returned without the outer sheath. No other problems were noted. The reported complaints of clip failure to release from catheter and handle difficult to actuate were unable to be confirmed since the device was returned as fully deployed and without the outer sheath. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon for a polyp during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip could not be deployed. There was resistance felt before the handle spool reached the end. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (B)(6) university. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon for a polyp during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip could not be deployed. There was resistance felt before the handle spool reached the end. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.